Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 396-397 mg/dl. The customer delivered a correction bolus to address bg level. A system check was performed by technical support and it was determined that no insulin was seen coming from the cartridge pigtail. The customer changed the cartridge to resolve the issue.